Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a current blood glucose value of 590 mg/dl. The customer was treated with an insulin pump. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was active at the time of the event. The customer could not clear the error on the pump and the response of the pump had a delay. The customer noticed the freezing screen led up to the event. The customer stated that there was no response from any button. The customer stated that the insert battery alarm appears on the pump screen. No further patient complications were reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 38 triggered during rewind test on 13-mar-2023. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due a pump error 38 occurring during testing. Successfully downloaded history files and traces using thump. Several pump error 37 was found on 07-feb-2024 from 9:36 to 9:51 and pump error 43 on 08-feb-2024 at 10:45 in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch]. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked lcd window, stained keypad overlay, dried insulin - motor slide, and pillowing keypad overlay. Unresponsive keypad and frozen screen not confirmed during testing. E/a alarm confirmed to be pump error 38 triggered during testing. Pump error 37 and 43 found in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.